Manufacturer narrative:
Eval results (other): a lens work order search was performed, and no similar complaints were found within the work order.

Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the pt's right eye (od) in 2008. The reporter stated a cataract was observed in 2009, and the icl will be explanted next month. The reporter stated the surgeon felt the cataract was not age related.